Event description:
Customer reported the weight removal was inaccurate. Pt's pre weight was 60.4 kg and post weight was 60.5 kg. The pt gained 0.1 kg during dialysis and came off dialysis 1.0 kg above dry weight (59.5 kg). The machine uf error was calculated to be 1.0 kg.